Event description:
The surgeon reported that during cataract surgery with implantation of the istent in the pt's left eye, the surgeon had good visibility initially and then the pt began moving. A cyclodialysis cleft was inadvertently created and the stent became lost in this space. The surgeon performed endoscopic cyclophotocoagulation (ecp) following this event and tried to use the scope of the ecp device to locate the stent, but it was not able to be located. Additional information has been requested.

Manufacturer narrative:
The stent remains in the pt and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Cyclodialysis cleft and stent malposition are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).